Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized for blood glucose levels over 600 mg/dl. Prior to being hospitalized, the customer bolused with the insulin pump, but continued to experience high blood glucose levels and nausea. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. Offered to send the tubing clamp, but the customer requested a replacement insulin pump. Nothing further was reported.